Manufacturer narrative:
Na

Event description:
It was reported that the ventilator was autocycling and stacking breaths every 3rd to 4th breath while connected to a pt. No pt harm reported. It is unk if the ventilator alarmed when the reported problem occurred.